Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had a seizure and had to go to the hospital. The patient¿s health care provider (hcp) stated the seizure could have been related to their device and there could be possible scar tissue damage. The patient¿s spouse did not believe the seizure was related to their device. The seizure occurred over the holidays and the patient had a lack of rest, which could have caused the seizure. The patient¿s wife wanted to know if the patient could haven a brain MRI. An electroencephalogram had been done and the reporter had to turn the implantable neurostimulator (ins) off. The patient¿s indication for use is parkinson¿s dual and movement disorders. No cause, diagnostics/troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.